Event description:
It was reported that the upper screen of the external pulse generator (epg) display seemed locked, was showing "jibberish," and digits were missing. Technical support (ts) advised the caller to replace the batteries. This was done, but the issue remained. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however the upper part of the display was not displaying anything, the display board connectors were open and board connector cables were damaged. It was also noted that the lower case, side bail covers and battery drawer were broken, the battery release and ring cover were contaminated, the lead flex cover was corroded, the battery contacts were compressed, and the keyboard was scratched. (B)(4).